Event description:
Information received from the field notes that the patient reported four lead dislodgements in two years. The lead was repositioned. The patient was pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received